Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a patient experienced "firmness" in the cheeks approximately 1 month after they were injected in the cheeks with juvéderm® voluma® with lidocaine. Treatment is noted as hyaluronidase. Symptoms eventually resolved.